Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display followed by a constant tone as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. The alarm was not cleared due to the unresponsive buttons. The device also had a blank display. Troubleshooting was performed and there was moisture under the display. No further information was provided.